Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that multiple devices had been programmed for a cvor patient and were paused at about 6:30 am without having been started. Surgery then began at 7:05am. At 10:00 am when lab results reported the patient's blood glucose level was 30, they noted that although the pump with insulin was confirmed to be paused, the insulin bag was empty. The biomedical engineer reported that the door on the pump was broken in an unspecified location, but the latch still worked, preventing free flow. The patient recovered and no lasting harm was reported.

Manufacturer narrative:
The customer¿s report of an insulin bag emptied while on pause was not confirmed. Analysis of the pcu event log shows that at 6:31 am on (B)(6) 2016 the module was programmed to infuse drugid 248 at 2ml/hr with a vtbi of 80ml. After programming the infusion was paused. At 10:11 am, the device alarmed for flo stop open. The door was closed and the infusion was restarted and then paused. At 10:28 am, the device alarmed for flo stop open. The door was closed and the infusion was paused. At 10:38 am, the device alarmed for flo stop open. The device was paused and then removed from the system. The infusion was never started during this period and no volume was recorded as being infused. Only device logs and customer dataset were received for investigation, the customer declined to return the affected devices. Programming was reviewed by replicating pcu log keypresses however the profile and medication in use could not be identified due to the dataset provided by the customer does not appear to be the dataset in use at the time of the reported event. The root cause of the customer¿s report of an insulin bag emptied while on pause was not identified.